Event description:
It was reported that a diagnostic anomaly resulting in poor morphology scores was observed on the device. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.